Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port on the pump was damaged, which prevented the pump battery from charging. The customer's blood glucose (bg) level was 269 mg/dl at time of report. Reportedly, there was no adverse impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.